Manufacturer narrative:
(B)(4). This report was filed by the MFR. Unable to determine the cause of the customer's reported leak because the set has been discarded by the customer.

Event description:
The customer reported a pin hole in the middle of the tubing, noted in the same date surgery dept. No issues were noted on priming, but when the set was connected to back up in line and saline started to leak out of a tiny hole in the tubing in the distal 1/4 of the set just above the distal port. There was no pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.